Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device also had a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.